Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's pocket when the alarm occurred. The customer reported an elevated blood glucose (bg) level of 250 mg/dl. Customer was successfully able to turn pump back on to resume insulin delivery and delivered a bolus to stabilize impacted bg level. Tandem technical support recommended for the customer to keep items from pressing on the button; the customer acknowledged.